Manufacturer narrative:
Zimvie complaint number (B)(4). Investigation summary it was reported that during implant placement it was impossible to separate the mount and the implant was removed. Tooth location 46. Procedure completed with different implant. Zimvie received one (1) boes506, (3i t3 short external hex parallel walled implant, 5mm(d) x 6mm(l)) for evaluation. A visual evaluation was performed, the implant, mount, and cover screw were received disengaged. A functional test was performed, and the implant and mount engaged and disengaged as intended. DHR review was completed for the subject lot number 2022010157. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022010157 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : does not disengage/release¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was missing or confusing instructions for use or the torque applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did not occur. The implant and mount engaged and disengaged as intended. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Gender unknown / not provided. Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that during implant placement it was impossible to separate the mount and the implant was removed. Tooth location (B)(6). Procedure completed with other implant.